Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted: (B)(6) 2014; 4196 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that one day post implant the patient presented to the emergency room in syncope, unresponsive and in ventricular tachycardia (vt). The patient was externally cardioverted rather than wait for the device. It was also reported that one high rate non-sustained episode and three non-sustained ventricular tachycardia (nsvt) episodes showed non-physiologic intervals that may be due to t-wave oversensing (twos) on the right ventricular (rv) lead. The device and leads are still in use. No further patient complications have been reported as a result of this event.